Manufacturer narrative:
Upon additional information, the device was found to be a non-baxter product. Based on additional information received, the unspecified baxter access sets were determined not to be a factor in the reported malfunction event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unknown quantity of unspecified baxter access sets were damaged. During smoflipid infusion in the neonatal ICU the nurses have observed the filters cracking. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.